Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the replacing the cam flex sensor, bracket, gear motor, hub gear, and printed wire assembly resolved the reported problem. The device passed all testing criteria after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump displayed error code 416222 with red screen during while in use with the patient. The reservoir volume is 109.3ml and pump alarmed again after the pump is reset and changed the batteries. There was no patient harm.